Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, flashing medtronic logo, loss of communication-between pump & transmitter. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for sensor signal not found/cannot find sensor signal/lost sensor/loss of communication. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. The used transmitter is not in warranty. Troubleshooting was performed for pump error alarms. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer has not used quick bolus speed feature on an impacted pump. Troubleshooting was performed for display blank, frozen, partial screen, flashing/solid white screen. Customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
No flashing medtronic logo noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. No pump error 53 alarm noted during testing. Successfully downloaded history files and traces using thump. (3) pump error 53 alarms found in the pump history file/trace on (B)(6) 2025 at 21:00:30, 21:06:06 and 21:15:19. Pump error 53 alarm due to software error (line number 442 file number 38). Pump error 4 alarm found in the pump history file/trace on (B)(6) 2025 at 21:06:06. Pump error 4 alarm due to hardware error (line number 147 file number 2017). The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Flashing medtronic logo not confirmed. No com pump to xmtr not confirmed. Pump error 53 alarm due to software error. Pump error 4 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.